Manufacturer narrative:
510k: this report is for an unknown 95 degree angled blade plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Patient code (B)(4) -no code available used to capture required intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
This report is being filed after the review of the following journal article: zheng, x. Et al (2017), removal of a broken trigen intertan intertrochanteric antegrade nail, injury : international journal of the care of the injured, vol. 48, pages 557-559 ((B)(6)). This is a case presentation to report an intertan failure and to present a technique for overcoming the interference during removal surgery. A (B)(6) male who sustained an intertrochanteric fracture of the hip after falling from a height of 2 meters underwent closed reduction and internal fixation using a trigenintertan nail (competitor device). Eight months postop the patient experienced a sudden thud with sharp pain around the left hip when ambulating. Radiographs showed nail breakage and lag screw failure. Removal of the broken nail and fixation of the nonunion using an unknown synthes 95-degree angled blade plate with an autogenous bone graft was done. Follow-up radiographs until 3 months after revision showed progressive varus deformity. The neck shaft angle was 100 degrees at 3 months postop (figure a and b). Reoperation was performed at 4 months after the first revision. This report is for an unknown synthes 95-degree angled blade plate. This is report 1 of 1 for (B)(4). A copy of the literature article is being submitted with this medwatch.